Event description:
During endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary system, an autotome rx sphincterotome was used. It was reported to boston scientific that the cutting wire broke while inside the pt. The cutting wire broke when the dr was cutting the ampulla. The device was substituted by another device. The pt's condition is reported to be stable. The device location is unk.

Manufacturer narrative:
A device history record review of lot number was performed and revealed no related issues to this complaint. The device is not available for the eval. The cause of the event is undetermined.